Event description:
Reporter alleged obtaining the results of lo (less than 0.6 mmol/l), 8.1 mmol/l and lo back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6). No information was provided on the specific part number involved in this event.